Event description:
Additional information. About a week after the second transmitter and antenna were tried, the patient started feeling stimulation again. The reporter stated the external transmitter had an electrical short, but the patient's friend was able to repair it. The patient did not end up having surgery.

Event description:
It was reported that while stimulation was turned on stimulation was intermittent. There was no known accident or incident related to this event which began a few days ago. The patient's status was good. The patient had tried a few different transmitter antennas and the transmitter seemed to be working fine with any antenna. It was suggested that a potential need for surgical revision of implanted components. Later, it was reported that a second transmitter and antenna were tried but the patient never felt stimulation. An x-ray was performed of the leads and the results looked normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3487a-45 lot # l53649 implanted: 1998-(B)(6) explanted: unk, receiver model 3272 (B)(4) implanted: 1998-(B)(6) explanted: unk, lead model 3487a-56 lot # l49613 implanted: 1998-(B)(6) explanted: unk, catheter model 8703w lot # l54364 implanted: 1998-(B)(6) explanted: unk, pump model 8472 (B)(4) implanted: 1998-(B)(6) explanted: unk.